Manufacturer narrative:
Medwatch sent to the FDA on 09-aug-2017 device labeling addresses the reported event as follows: precautions: antiemetics, antispasmodic, and anticholinergic drugs may be prescribed to lessen the early placement symptoms such as nausea, vomiting, and abdominal pain. Patients will need to immediately contact their physician for any severe or unusual symptoms. Placement of the balloon within the stomach produces an expected and predictable reaction characterized most commonly by a feeling of heaviness in the abdomen, nausea and vomiting, gastroesophageal reflux, belching, esophagitis, heartburn, diarrhea and, at times, abdominal, back or epigastric pain and cramping. Food digestion may be slowed during this adjustment period. These symptoms can be treated with antiemetic, antispasmodic, and anticholinergic medications. Typically the stomach acclimates to the presence of the device within the first 2 weeks. In order to prevent or ameliorate the symptoms most frequently experienced during the adjustment period, it is recommended that the physician use proton pump inhibitors (ppis), antiemetics, antispasmodics, and anticholinergic medications prophylactically (before orbera® placement). Patients should be advised to immediately contact their physician for any unusually severe or worsening symptoms. The physiological response of the patient to the presence of orbera® may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Patients need to be evaluated and the device removed at or within 6 months of placement. Clinical data does not exist to support use of an individual orbera® beyond 6 months. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications that may result from the use of this product include the risks associated with the medications and methods utilized in the endoscopic procedure, the risks associated with any endoscopic procedure, the risks associated with the orbera intragastric balloon specifically, and the risks associated with the patient's degree of intolerance to a foreign object placed in the stomach. Possible complications - possible complications of the use of orbera® include: gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon. Spontaneous over inflation. Warnings: spontaneous over inflation of an indwelling balloon has been reported in patients with orbera®. Symptoms of balloon over-inflation include intense abdominal pain, swelling of the abdomen (abdominal distension) with or without discomfort, difficulty breathing, and/or vomiting. Patients experiencing any of these symptoms should be counseled to seek immediate care. Noted in the orbera patient planner as a potential side effect, experienced by approximately 18% of patients is "stomach bloating."

Event description:
Reported as: a patient had the orbera intragastric balloon placed, and after a period, "patient complained of feeling bloated a few weeks prior to removal. Device was visible through patient's skin. Patient was admitted to the ER, x-rayed and received fluids. Symptoms persisted and patient requested removal. Device appeared to have additional fluid when punctured. Removal was conducted without incident. Device was swabbed for culture and saved for examination."

Manufacturer narrative:
Device evaluation summary: the device was returned to apollo, and a visual inspection was performed, which noted the balloon was received deployed. Light brown discoloration was observed on the shell of the device. Black discoloration was observed on a one inch wide section of the device shell. A valve test was performed and the flow of fluid was continuous and unobstructed. An air leak test was performed and leakage was observed. Under microscopic analysis, the origin point of the tear was noted to be striated, consistent with device removal activities. An additional opening was noted on the shell of the device, which also was striated, consistent with device removal tools. White and brown particles were observed in the valve channel.